Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-15482. It was reported the pt experiences heating at the ipg site while charging. The pt indicated the heating starts after she has been charging for about an hr. A replacement le charging system was sent to the pt. Pt states the replacement charging system is working out well for her, she is able to charge and has stimulation.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.